Manufacturer narrative:
Cmp-(B)(4). Concomitant medical product: nexgen stemmed tibial component, catalog #: 00598003701, lot #: 62263176. Nexgen lps-flex articular surface, catalog #: 00596203210, lot #: 62147536. Nexgen all polyethylene patella, catalog #: 00597206629, lot #: 62257591. Nexgen taper stem plug, catalog #: 00596009900, lot #: 62283349. Nexgen stem extension, catalog #: 00598009000, lot #: 62308984. Palacos bone cement, catalog #: 00111314001, lot #: 75774318. Palacos bone cement, catalog #: 00111314001, lot #: 75674317. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00425, 0001822565-2018-02766, 0001822565-2018-02767.

Event description:
It was reported that the patient has had pain and limping since the initial implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Explant date: unknown date, (B)(6) 2018. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that patient underwent revision due to pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices, photos, or medical records were received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.